Event description:
Pt had an a-c bypass x3 with int mammary grafts. Pt had to be brought back to o.r. For bleeding because small red clips came off vein grafts. Clips came off the following graft sites: brach of vein graft nearest circumflex anastomosis; area was double clipped and both clips were off. Third clip approximately one inch from the take-off of the aorta on the right graft. Staff states clips do not hold, and do not even stay in the appliers.